Event description:
On (B)(6) 2010, the pt reported, the check button of the infusion device is slow in responding to presses. She noticed this a few weeks ago and states the button works intermittently. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.